Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This event happened outside of the us, in (B)(6). According to the information received on 30 june 2021, a patient was injected on (B)(6) 2021 with teosyal rha 4 (tpul-203022b0), 1.2ml, in the cheeks, labial commissures and nasolabial folds. Approximately 3 months following the injection, in (B)(6) 2021, the patient experienced 4 granulomas alongside the injection sites. On (B)(6) 2021, the patient underwent a scan and the granulomas were confirmed. At the time of the filling of this report, the outcome of this event was unknown. As per the follow up information received on 26 july 2021, the patient was treated with injections of hyaluronidase and the event was closely monitored. No further information regarding the event outcome was provided.